Event description:
It was reported the procedure was to treat an arteriovenous fistula. The 8.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon inflated to 12 atmospheres however the balloon ruptured. The bdc was retracted however could not be retrieved through the introducer sheath therefore surgical intervention was performed to remove the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device and surgical intervention appear to be related to circumstances of the procedure. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, materials, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. A conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. Additionally, the resistance reported during removal likely resulted from the ruptured balloon material catching on the introducer sheath during removal as the rupture likely did not allow the balloon material to refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.